Manufacturer narrative:
The instrument is currently within qc specifications with respect to controls and reproducibility. A field service engineer (fse) was dispatched and verified the instrument operation. The root cause for this event is unknown.

Event description:
A customer contacted beckman coulter inc., (bci) stating that the coulter lh 750 analyzer did not flag a patient specimen for nrbc's. A manual differential was ordered on the patient specimen, the operator reported 3 nrbc's on the manual differential. No erroneous results were reported out of the lab. There was no death or injury, no change to patient treatment is associated with this event.